Event description:
It was reported via repair work order that the brakes were malfunctioning as the brake plate was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.